Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip and minors scratched display window.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that buttons were not responding and was resolved with a battery change. Customer reports to have received another keypad anomaly one week later, but also received a button error alarm. Customer's blood glucose was 241 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.